Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: the cause of the por was not known, the patient denied being in the area of cautery, surgery, MRI, etc. No further complications were reported or are expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient noticed a return of their symptoms a few weeks ago. They tried to increase stimulation, but when they synched to their patient programmer (pp), they saw a power on reset (por) message. The patient denies falling or electromagnetic interference (emi) exposure that would have caused the reset. The troubleshooting/diagnostics performed included a lead impedance check which came back as normal. As a result of what was reported, the device was reset, reprogrammed, and the patient is now feeling stimulation. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.